Manufacturer narrative:
(B) (4). Final device analysis of the implantable neurostimulator (ins) revealed no anomaly found; the ins was functionally ok. Final device analysis of the first extension (lot# njb044079v) revealed a procedural non-conformance; the extension was not completely seated in the ins connector port. The #0 setscrew was tightened to the #1 connector of the extension. Final device analysis of the second extension (lot# njb044080v) revealed a procedural non-conformance; the #8 setscrew was not tightened to the center of the #0 connector indicating that the extension was not seated completely in the #8-15 ins connector port.

Event description:
It was reported that there was stimulation in all the painful areas, but no relief of pain. Reprogramming was done on several occasions with no change. It was felt that the patient may have had medication issues. The system was removed at the patient's request. The system performance was fine.